Event description:
The patient presented to the emergency room (ER) with signs of a severe allergic reaction allegedly caused by the zio monitor. The patient reported that their symptoms included neck swelling, odor, and dark red skin. While at the ER, the patient mentioned that the skin at the zio site peeled off when the device was removed. It was unclear if the patient was administered or prescribed medication during the ER visit. Additional follow-up with the patient found that the odor at the monitor site had subsided. The patient reported that their healthcare provider (hcp) is aware of the reaction and a follow-up appointment has been scheduled.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.